Manufacturer narrative:
(B)(4). The events of lymphoma - alcl - suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl development on breast implant"

Event description:
Healthcare professional reported unknown side "alcl development on breast implant" "stage iia " and "late recurrent seroma." Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, h11 (above statement).

Event description:
Healthcare professional reported right side "alcl development on breast implant" "stage iia " and "late recurrent seroma." Pathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Healthcare professional reported right side "alcl development on breast implant" "stage iia " and "late recurrent seroma." Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - lymphoma-alcl-suspected: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.